Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The two excel t handle instruments sent in for the hip cases for 2 patients were very sticky and it were difficult to engage the reamer.